Event description:
A patient contact reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with an unspecified infection and was being treated with an antibiotic. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (date not provided) with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1900 mm3) were collected, and the patient was diagnosed with peritonitis. The patient was treated with cefepime and vancomycin (dose, route, duration, frequency not provided), and the peritoneal effluent culture result returned positive for enterococcus faecalis. The patient was reportedly discharged home <24 hours after presenting to the emergency room. The pdrn reported the patient is recovering from the events, and attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler.